Manufacturer narrative:
Medical device brand name: 16 mm x 100 mm x 8 ml bd vacutainer® plus plastic collection kit for ua chemistry urine testing. With evacuated conical bottom tube, urinalysis preservative and cup. Sterile. (B)(4). Device evaluation: result - one used sample was returned for evaluation. The cup was inspected for defects with no visible defects identified. The cup was then filled with water, and closed, shaken vigorously in an attempt to produce leaks, with no leaking occurring. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - the complaint for urine leakage was not confirmed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the clinician was accessing the bd closed urine collection cup from the suspect device and urine splashed into his/her eye.